Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader of the remote monitor was overheating to the point where it cannot be held. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.